Event description:
End user's daughter reported that the speed on her mother's m51-cg power chair was turned up and stuck on high, causing the user to run into items. User was sent to the emgerency room for abrasions to her right shoulder and shin.